Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
A patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement on (B)(6) 2016. During the procedure, the patient started refluxing gastric contents into mouth. Patient possibly aspirated gastric contents. Chest x-ray was done post operatively and it was clear, chest has been clear overnight and patient was asymptomatic. On (B)(6) 2016, it was reported that patient developed left lower lobe crackles in lungs, CT chest showed consolidation on left lower lung consistent with aspiration pneumonia. Patient was treated with antibiotics IV metronidazole and ceftriaxone. Patient remains asymptomatic.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. Corrected data -implant date. (Brand name) abbvie peg, (list#) 062941-001.